Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the review of the black box data did not reveal any activity related to the temperature issue. In addition, overheating was not duplicated during the actual testing; all pump electrical current draws measured within specifications. The battery compartment was cracked and corrosion was noted inside the battery compartment. A leak test was performed and failed at the battery compartment crack. The pump was disassembled and no further moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.